Event description:
The pt was undergoing coil embolization within the basilar tip aneurysm 10mm x 5mm. The first 10 x 30 orbit complex coil was placed temporarily 9inch in the aneurysm, but the physician decided to remove the coil. He then placed a 9 x 25 orbit coil and repositioned it multiple times, but the coil suddently detached from the hypotube without any manipulation of the inflation syringe. He later snared the coil and removed it along with the microcatheter. This created a clot in the left posterior cerebral artery. He used both reopro and tpa and was successful clearing the clot. A CT was performed to confirm this. The physician did not coil this aneurysm since the pt was treated with the anticoagulant therapy. It was elected to complete the procedure at a later date.